Event description:
It was reported that during a total hysterectomy procedure, the white teflon pad melted due to activating the device in an abuse mode without tissue. Another device was used to complete the procedure.there was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.